Event description:
It was reported that pump displayed malfunction code after possible exposure to x-ray, and customer contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown.